Event description:
This is report 2 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.

Manufacturer narrative:
Patient reported as symptomatic. Initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2023 with strip lot 6000963. The initial test result was positive. Confirmatory testing was performed via polymerase chain reaction (pcr). The confirmatory test result was negative. Review of available complaint data could not confirm that swabs used for sample collection were validated for use with lumiradx sars-cov-2 ag test product. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Review of manufacturing records identified that the reported strip lot met all defined qc criteria at the time it was released, and that in-house testing confirmed strip lot met expected performance criteria for use in the field. Review of trending data for discordant results was performed and the occurrence rate for the reported strip lot demonstrated field performance within specification of product claims, until expiry, relative to the quantity of strips in the field. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. However, there was insufficient data to confirm that swabs used for sample collection were validated for use with lumiradx sars-cov-2 ag test product. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot demonstrated field performance within specification of product claims, until expiry, relative to the quantity of strips in the field.